Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the packaging was conforming. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the packaging was conforming. This medwatch is being voided.

Event description:
It was reported that before surgery, there was a white powder-like substance in the package, which made it seem unclean. There was no deformation or leaks reported. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign japan.